Event description:
It was reported to medtronic neurosurgery that a patient was implanted with an lp shunt, (B)(4), a stepdown connector, and a lumboperitoneal catheter. According to the report, csf was flowing , but ventricle volume did not reduce. The lp shunt was explanted and a vp shunt was implanted.

Manufacturer narrative:
The stepdown connector was patent and passed the leak check. Although the device was explanted, the reported event description did not allege deficiency in the connector. A review of the manufacturing records was not possible as no lot number was provided.